Event description:
Customer reported that a pt, previously types as weak d negative, is now typing as weak d+(1-2+) with two lots of anti-d bioclone. Pt was tested in 2005. At that time, pt tested as weak d negative using db252a. No death or serious injury was associated with this incident.